Event description:
It was reported that the patient no longer was able to hear with her device, so she went to the clinic for a technical check-up and for testing. All the external parts have been checked and exchanged, but without success.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.